Event description:
Information was received from a healthcare provider (hcp) via product surveillance registry (psr) regarding a patient involved with a clinical study who received morphine (10.0mg/ml, 0.500mg/day) and bupivacaine (5.0mg/ml, 0.250mg/day) in an implantable pump for non-malignant pain. Drainage from the pump incision site was diagnosed on (B)(6) 2016. Thin yellow drainage was observed from the abdominal incision with slight opening of wound edges at the proximal portion. There was no erythema or tenderness. Steri-strips were applied and bactrim ds was initiated on (B)(6) 2016. The event was ongoing. The event was possibly related to the implant procedure. Dosing changes: (B)(6) 2016: morphine (10.0mg/ml, 0.480mg/day) and bupivacaine (5.0mg/ml, 0.2401mg/day).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via product surveillance registry. The event had resolved without sequelae as of (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.